Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
During a clinic follow-up, a high pacing impedance and episodes of noise resulting in oversensing were observed on the right ventricular (rv) lead. Rv lead damage was suspected, but was unable to be confirmed. Technical support was contacted and the rv lead was capped and replaced to resolve the event. The patient was stable and will continue to be monitored.